Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one titanium low-profile implantable port attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break that was elliptical in shape was observed to the proximal end of the distal catheter segment. A split was observed to the distal catheter segment. Catheter wear and discoloration were observed throughout. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. A small split was noted on the border of both regions. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. A split was noted on the border of both regions. The edges of the split on the border of the kink on the distal catheter segment were noted to be jagged. Therefore, the investigation is confirmed for the reported fracture, material separation and identified deformation and worn issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, patient underwent a port placement procedure using titanium port. It was reported that on (B)(6) 2025 post a port placement via left internal jugular vein, the catheter allegedly found ruptured. Reportedly, the part of the catheter connected to the port body was surgically removed. The remaining intravascular catheter was removed under ivr. The device was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, patient underwent a port placement procedure using titanium port. It was reported that on (B)(6) 2025 post a port placement via left internal jugular vein, the catheter allegedly found ruptured. Reportedly, the part of the catheter connected to the port body was surgically removed. The remaining intravascular catheter was removed under ivr. The device was removed. The current status of the patient was unknown.